Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Electrical, visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported, the patient presented for initial procedure. During implant, the atrial lead exhibited a failure to sense activity. The physician elected to complete the procedure with a different lead. The patient was in stable condition.